Event description:
It was reported that the or manager called in during case setup to report a non-recoverable 40052 error. The customer had attempted to power cycle the system multiple times but was unable to get the system to function correctly. The technical support engineer viewed the system logs and confirmed the 40052 software error, also noticing 170 and 307 errors related to the console. However, a full set of logs was not visible. The technical support engineer instructed the customer to perform a hard power cycle and reseat all blue fiber cables. After performing these actions, the system powered on, but shortly after the "da vinci is ready" message was heard, the system faulted again. The customer mentioned that the surgeon would discuss the situation with the patient. The customer reported event has no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the armored fiber optic to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.